Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with symptomatic extracardiac stimulation. The atrial lead exhibited loss of capture due to dislodgment. The programmed mode was changed.